Manufacturer narrative:
This supplemental report was submitted to provide additional information for report. The original equipment manufacturer (omsc) performed a device history record review and no abnormalities were noted. An investigation was completed by the omsc and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the event cannot be conclusively determined. However, based on similar events from other user facilities; possible causes are such as the lid was contacted with a scope when it was closed, something hard hit the lid. Since the event occurred about one week after installation, the event may have occurred by some extensive impact added to the surface of the lid. Olympus will continue to monitor the field performance of this device. In case cracks occurred on the lid of the unit, abnormality is detectable by conducting the following inspection states in the instruction for use manual, chapter 3 inspection before use, 3.2 inspecting the lid and lid packing. - before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity,cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The user facility further reported that within a week of a newly installed lid on the automated endoscope reprocessor (aer) machine, a small hair line crack in the new one was observed. The facility had been reprocessing scopes in the aer machine and there had been no leaks. There have been no reported patient infections as a result of this event. Last preventive maintenance was performed in late february 2020.

Manufacturer narrative:
The automated endoscope reprocessor (aer) machine was not returned to the service center for evaluation. However, the replacement parts were ordered. On march 12, 2020, the field service engineer visited the user facility and replaced the plastic lid on the aer. The new lid was tested and was verified according to original equipment manufacture instructions/specifications. The software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. A copy of service request was emailed to customer.

Event description:
The service group was informed that during the installation of a newly purchased lid for their automated endoscope reprocessor (aer) machine, the lid was observed to have a small crack. The user facility reported that the white ring in the charcoal filter case was inserted properly to protect the filter from getting wet; the charcoal filter was not excessively hard or wet. There was no patient injury reported.